Event description:
Per the clinic, the patient underwent an initial implantation of transcutaneous osia implant system and a subsequent mastoidectomy on (B)(6) 2024, within the same surgery. There was no surgical complications after the initial implantation of osia implant system. However, the patient had complications immediately after both the surgery was completed. Subsequently, the patient expired on (B)(6) 2024, due to brain death after days of hospitalization in the intensive care unit.